Manufacturer narrative:
Upon follow-up, reportedly, customer resumed pump therapy with the tandem pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300s mg/dl) and ketone level was high. Healthcare provider identified the ketone level as being dangerous. Customer performed a system check and insulin was observed exiting the tubing. Customer alleged pump was the cause of the event and reverted to using an alternate pump, bg was within target range.